Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported that he was not able to duplicate the alleged malfunction and that the device passes the short self test, extended self test and the ground isolation test. Tse recommended running ventilator on test lung in an attempt to duplicate the malfunction. Covidien reference: (B)(4).

Event description:
Covidien received information stating that an 840 ventilator generated a device alert that rendered it into an inoperable state. The ventilator was not in use on a patient at the time the malfunction occurred.